Event description:
A report was received that the patient developed infection beside her temple area. Symptoms include oozing and soreness. It was believed that the infection was procedure related. Antibiotics was prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.